Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. As received, the belt failed the te recognition test. Upon evaluation, the pulse wire insulation on the cable connecting the distribution node (dn) to the rear therapy electrode was exposed. The exposed insulation caused a short in the dn pca. The cause of the failure was the exposed insulation. The root cause of the exposed insulation cannot be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor returned an electrode belt indicating that it had non-functional therapy electrodes (tes).